Event description:
On (B)(6) 2012, the pt reported experiencing issues with the up button of her infusion device for the past couple of months. She stated she has to press the button hard to be able to bolus. She stated the button still functions but must be pressed much harder than the down button. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.